Manufacturer narrative:
Additional information: section b3: date of event: (B)(6) 2021 section b5: additional information received revealed that the haptic was torn and the damage was observed upon implant. The incision was enlarged and the procedure was completed using another lens of same model and diopter. Section d9: device available for evaluation: yes section d9: returned to manufacturer on: july 19, 2021 section h3: device evaluated by manufacturer: yes section h6: health effect - impact code: 4625 - additional surgery section h6: health effect - impact code: 4631- more complex surgery device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half and both haptics detached, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged upon implant. The lens did touch the patient's eye. No further information was available.